Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The patient called back and referenced this call stating that they'd called in the past to discuss their settings and mentioned that they reported to patient services that they had to have the stimulation pretty high in order for it to work for their symptoms. The patient stated that every 4 days they had to increase the stimulation 1/10th to continue having therapy relief. The patient stated they only had 2 programs on their programmer but they had thought initially that they had 4 but when they called they were just told to increase. The patient stated their previous health care provider (hcp) retired so they had to go see their new hcp and it was determined, when they tested their ins, that the ins was "defective" so an MRI safe replacement was scheduled for (B)(6) 2023. The patient stated a medtronic representative had been there at the time and been made aware of the situation but the patient could not recall the rep's name nor could they remember the date when they met with the rep and the hcp. The patient stated the scheduled replacement was supposed to have been earlier but it had to be rescheduled because of the weather. The patient stated the hcp was worried the patient had nerve damage from having the stimulation so high but that they wouldn't know until they placed the new system. The patient stated the hcp told the patient they never had one yet that "the body/muscle had encased the device" so they told the patient it would be "pretty easy" to switch it out. Patient services clarified with the patient that they meant scar tissue had built up. The patient had called today because they thought they had turned the therapy off but once or twice they felt a "tingle" so they wanted to check that it was off. Patient services walked the patient through connecting their 3037 programmer to their ins using their antenna. Patient services wanted to note that the patient insisted that the programmer took 2 aa batteries. Patient services did not ask any further questions about the statement and the programmer functioned as intended on the call. When the patient connected to their settings, the stimulation level was at 0.0 v but the lightning bolt was over the ins in the upper left hand corner. Patient services guided the patient in turning the ins off. The patient had just previously only decreased the stimulation down to 0.0 v but hadn't turned the ins off. The patient also mentioned that they'd gone to a chiropractor since 2000 and that they had also gone to physical therapy but once they had them on a table to 'stretch them" and the patient stopped them because they knew they shouldn't be doing that with the implanted system so the patient discontinued going to their physical therapist. The patient stated relevant medical history that they had chronic back problems and that they had been on a step ladder and missed a step so they jarred their foot. The patient stated they were petite and also asked about guidelines for activities for the implanted system and stated they hadn't realized a fall could impact the device/therapy. The patient stated they have gotten weaker with age but asked about lifting their grandchildren. Patient services reviewed considerations with the patient and redirected them to their managing hcp to discuss concerns. Agent sent an email to device registration to update hcp and to update the patient's name.